Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had continuous upstream occlusion during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: d9: date returned to MFR. Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "continuous upstream occlusion" was not reproduced. The device was tested for upstream occlusion detection and it passed. Event history log was completed and in the last days of customer use, multiple occurrences of "upstream occlusion!" Alarms were observed, however, upstream occlusion detection testing failures cannot be determined through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through history log review however no component issue was identified and therefore no device correction is required. Should additional relevant information become available, a supplemental report will be submitted.